Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis/required medical intervention. Device issue: none. It was reported that in 2005, the 2.5 x 23 mm pixel stent was implanted to cover a dissection. The procedure was successfully completed. In 2006, (4 mos after the date of initial stent implant) in-stent restenosis was observed. A balloon catheter and stent were used to treat the in-stent restenosis. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.